Manufacturer narrative:
A sample is due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healtcare that a customer had a problem with the dual lumen PICC. The customer reports "PICC line burst."